Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: post discectomy pain l4-5, l5-s1. For which, patient underwent following procedures: anterior spinal fusion l4-5, l5-s1 with intradiscal fusion device and rhbmp-2. Anterior retroperitoneal approach to l5-s1 and l4-l5. Per op notes, the vertebrae were tapped and then a 17 x 20 cage inserted. Prior to the insertion the rhbmp-2 had been appropriately reconstituted and this was placed within the cage. The right cage and then the left cage were inserted with excellent purchase. The remaining reamings were placed anterior to the cages and then a single strip of bmp was placed anterior to this as well. Attention was now directed to the l4-5 interspace. A 17 x 20 cage inserted on the right and then inserted on the left with external purchase. The cages once again have been filled with rhbmp-2. The remaining reamings were placed anterior to the cages and a single strip of rhbmp-2 sponge was placed anterior to the cage. Appropriate placement was confirmed.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.